Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device made a popping sound and did not give" test ok" message. The complainant indicated that there was no pt involvement in the reported failure.